Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) display was malfunctioning and the entire screen appears red, making it unusable for clinical operations. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9 (device available for eval?), h3, h6, (type of investigation, investigation findings, component codes, investigation conclusions), e1 (initial reporter name, email, event site address, telephone no) full event site address: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit and checked the display. The fse stated that sometimes the system works properly, but other times it creates the same problem. Fse had not resolve the issue and no parts replaced at this moment problem not find out. But the unit was cleared to use after passing all functional and safety checks.

Event description:
N/a.